Manufacturer narrative:
Additional information provided in sections d.4, d9, h3, h6 and h11 the company representative was unable to confirm nor replicate anything that would have contributed to the reported issue. However, as a preventive measure the hub roller was replaced and returned for testing on this investigation. The system was then tested and found to meet specification. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hub-roller was returned for testing. A visual assessment of the returned sample revealed that there were not any nonconformities. In order to test the fluidics hub roller, the part was installed in a known working console and tested through startup checks, two surgical simulations in phaco mode (5 minutes each), and functional tests. No system messages or non-conformities were observed, and irrigation and aspiration remained stable during testing. All functional and surgical tests passed successfully. The reported issue could not be replicated, confirming that the fluidics hub roller was operating as intended. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery an ophthalmic system had an unstable anterior chamber. Patient experienced unstable anterior chamber and capsular rupture. It was unclear whether the irrigation pressure was low, or aspiration was high but intraocular pressure was decreased. Patient harm was not reported. Additional information has been requested, none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).